Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited a significant drop in signal amplitude measurements, almost to a flat line, resulting in double counting and delivery of an inappropriate shock. The amplitude measurements remained small following the delivered shock, and the device began to charge, however, sensing returned to normal and the shock was diverted. Technical services (ts) discussed potential troubleshooting options. X-rays were performed and noted no changes to the system placement. Additional information was received that additional inappropriate shocks were delivered due to continued oversensing related to morphology changes that were suspected to be related to myopotentials or movement. Ts discussed evaluating in all programmed vectors in various postures and positional changes. No adverse patient effects were reported. This device remains in service.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted. There were no additional adverse patient effects. This supplemental report is being filed to provide additional information that the patient had another inappropriate shock. This was due to oversensing of noise. The system was programmed off to allow for testing and reprogramming on the next day. This system remains implanted. There were no additional adverse patient effects. It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited a significant drop in signal amplitude measurements, almost to a flat line, resulting in double counting and delivery of an inappropriate shock. The amplitude measurements remained small following the delivered shock, and the device began to charge, however, sensing returned to normal and the shock was diverted. Technical services (ts) discussed potential troubleshooting options. X-rays were performed and noted no changes to the system placement. Additional information was received that additional inappropriate shocks were delivered due to continued oversensing related to morphology changes that were suspected to be related to myopotentials or movement. Ts discussed evaluating in all programmed vectors in various postures and positional changes. No adverse patient effects were reported. This device remains in service.

Event description:
This supplemental report is being filed to provide additional information that the patient had another inappropriate shock. This was due to oversensing of noise. The system was programmed off to allow for testing and reprogramming on the next day. This system remains implanted. There were no additional adverse patient effects. It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited a significant drop in signal amplitude measurements, almost to a flat line, resulting in double counting and delivery of an inappropriate shock. The amplitude measurements remained small following the delivered shock, and the device began to charge, however, sensing returned to normal and the shock was diverted. Technical services (ts) discussed potential troubleshooting options. X-rays were performed and noted no changes to the system placement. Additional information was received that additional inappropriate shocks were delivered due to continued oversensing related to morphology changes that were suspected to be related to myopotentials or movement. Ts discussed evaluating in all programmed vectors in various postures and positional changes. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD operated appropriately in the laboratory setting, investigation into the observed behavior determined that transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted. There were no additional adverse patient effects. This supplemental report is being filed to provide additional information that the patient had another inappropriate shock. This was due to oversensing of noise. The system was programmed off to allow for testing and reprogramming on the next day. This system remains implanted. There were no additional adverse patient effects. It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited a significant drop in signal amplitude measurements, almost to a flat line, resulting in double counting and delivery of an inappropriate shock. The amplitude measurements remained small following the delivered shock, and the device began to charge, however, sensing returned to normal and the shock was diverted. Technical services (ts) discussed potential troubleshooting options. X-rays were performed and noted no changes to the system placement. Additional information was received that additional inappropriate shocks were delivered due to continued oversensing related to morphology changes that were suspected to be related to myopotentials or movement. Ts discussed evaluating in all programmed vectors in various postures and positional changes. No adverse patient effects were reported. This device remains in service.